Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer reportedly went into diabetic ketoacidosis; however, no additional information was provided, and customer declined follow up from tandem technical support.